Manufacturer narrative:
The glidescope gvl 5 blade was replaced for the customer. The blade was returned to verathon for evaluation. The product was received and tested by verathon technical services, the reported image issue could not be duplicated with a test video monitor and test video cable. The returned blade was attached to a test video monitor for thirty (30) minutes with no change to the displayed image noted. The blade was manipulated, also with no change to the image. It was noted the collar on the blade was loose, but did not affect the image. Since the blade was replaced for the customer the returned blade was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 5 blade, the image would cut in and out. A five (5) minute delay in the procedure was reported, while preparing another glidescope system. No harm to patient or user was reported.